Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump showed damage at the reservoir compartment. The blood glucose reading was 450 mg/dl, which was treated with a manual injection. The customer stated that a piece of the reservoir compartment broke off, and now the reservoir could not lock into the insulin pump properly. She did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.